Event description:
It was reported that high pacing thresholds were observed; micro dislodgement was found, when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.